Event description:
End user alleges they were coming out of a dr appointment at a hospital, pt said pt lifted the footrest up and proceeded to go down a curb (pt said the curb is not within ada specification because it was not cut) when pt put their left foot on the ground to help balance self pt ran over their left foot. End user sustained a fracture to their left foot.